Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to go to the hospital due to low blood glucose. No further information reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported via telephone call that the hospitalization was due to a high blood glucose over 600 mg/dl. The customer had changed the site earlier that day. The customer went to the emergency room and was treated with manual injection and an intravenous drip. The customer was wearing the insulin pump at the time of the event. The customer declined troubleshooting for the insulin pump.